Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. The device was manufactured between 29jun2018 and 02jul2018. The device was received for evaluation. During visual inspection, the bladder was observed ruptured. The external and internal surfaces of the bladder and the rupture line were microscopically examined for evidence of markings, abrasions, gouges, holes, or embedded particulate matter along with any surface defects on the stress-member for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate had a ruptured bladder. The event occurred during filling with ceftazidim and diluted with sodium chloride. There was no patient involvement. No additional information is available.